Event description:
Reporter indicated that patient presented with high impedance on a systems diagnostic test during a routine office visit. X-rays were reviewed by the site and no gross lead breaks were noted. The patient has no reports of trauma or adverse events. Revision surgery is scheduled.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.